Event description:
During a sphincterotomy, the physician used a cook endoscopy tri-tome pc triple lumen sphincterotome. The sphincterotome was advanced through the endoscope and into position to perform the sphincterotomy. When current was applied using an erbe electrosurgical unit, the sphincterotome allegedly burned and did not cut during use. Another sphincterotome was used to complete the procedure. The pt experienced a mild case of pancreatitis and medication was administered. A foreign object did not have to be retrieved from the pt. No additional medical procedures were required due to this occurrence.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is remote. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use caution the user that any electrosurgical accessory constitutes a potential electrical hazard to the pt and operator. Fulguration and burns are listed as possible adverse effects when a sphincterotomy is performed. Pancreatitis is a known potential complication when performing an endoscopic sphincterotomy. Even when a sphincterotome is used and performs as intended, pancreatitis is a known complication when performing this procedure. The instructions for use for this sphincterotome list pancreatitis as a potential complication. Prior to distribution, all cook endoscopy tri-tome pc triple lumen sphincterotomes are subjected to a visual and functional test to ensure device integrity. The functional test includes verification of continuity between the cutting wire and electrical pin in the handle of the sphincterotome. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the report of the sphincterotome burning without cutting has been brought to the attention of the appropriate internal personnel. Further investigation is underway as part of clinical review board (crb) activities. No corrective action is warranted at this time because this report could not be verified. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this report, no further action is warranted at this time. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.